Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased and intermittent thresholds post operatively. The ra lead was reprogrammed off and remains in patient. No patient complications have been reported as a result of this event.